Event description:
Received a telephone call that reported that the light guide of a curing light had "exploded" in the pt's mouth while light curing a restoration. Due to the fact that the dentist had placed rubber dam, there were no adverse effects to the pt. The light guide is all an accessory device to the curing light.